Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the about three weeks after implant the patient noticed that they could touch the ins through the skin. It was noted that the patient had to have a revision to re-implant the implantable neurostimulator (ins) deeper under the skin. It was noted that the revision surgery was about two months after implant. It was noted that currently the patient could palpate the ins under the skin and stated that it was lying flat under the skin. It was noted that the patient ¿knew it was in a good position¿ and stated it was not infected. It was noted that the patient programmer ¿was working, but not working.¿ it was noted that the patient was not able to adjust stimulation consistently and reported the poor communication screen with and without the patient programmer antenna. It was noted that the patient had to press very hard on the patient programmer antenna in order to make therapy adjustments. It was noted that because the patient had to press so hard and rubbed the antenna over the pocket site, it was causing redness, a burning feeling, pain, and it bothered the patient when sitting. It was noted that the patient wanted to try a new patient programmer. It was noted that these problems stated about two or three weeks after the patient started using the patient programmer after the revision surgery. It was noted that the therapy was working well for the patient had the patient reported no concerns with therapeutic effect. It was noted that the patient had an appointment with their health care professional (hcp) on the day of the report. Additional information received reported that the patient had a revision for the ins and it was deeper now. It was noted that the patient got intermittent telemetry. It was noted that the anomaly appeared to have occurred through product use. Additional information received reported that the patient did not have concerns with their device or therapy.